Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us.

Event description:
It was reported that during a massive femoral deep vein thrombectomy procedure, the catheter allegedly aspirated the wire causing spinning. It was further reported that the malfunction caused a pulmonary embolism. The patient reportedly expired.

Event description:
It was reported that during a massive femoral deep vein thrombectomy procedure, the catheter allegedly aspirated the wire causing spinning. It was further reported that the malfunction caused a pulmonary embolism. The patient reportedly expired.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3008439199-2022-00154 was a duplicate record and was opened in error. The event details are being captured under complaint files pr# (B)(6) and pr# (B)(6) and was reported to the FDA under MFR rpt# 3008439199-2022-00148 and MFR rpt# 3008439199-2022-00149. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3008439199-2022-00154 was a duplicate record and was opened in error. The event details are being captured under complaint files (B)(4) and was reported to the FDA under MFR rpt# 3008439199-2022-00148 and MFR rpt# 3008439199-2022-00149. H10: the previous supplemental MDR was inadvertently submitted with a g3 date of 09/30/2022. The correct g3 date for previous supplemental MDR is 11/14/2022. H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a massive femoral deep vein thrombectomy procedure, the catheter allegedly aspirated the wire causing spinning. It was further reported that the malfunction caused a pulmonary embolism. The patient reportedly expired.